Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The patient reported that a contact lens felt thin and felt as though it was stuck in the eye for 2 days. The patient sought medical attention for lens removal assistance, but no contact lens was found. The eye care provider prescribed an anti-inflammatory eye drop, prednisolone 1% ophthalmic suspension. The patient believes that the eye care practitioner injured her during the examination resulting in an infection of the eye. Good faith efforts have been made to obtain additional information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the lack of medical information, unconfirmed diagnosis, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.